Manufacturer narrative:
Evaluation / investigation: a review of the device history record, documentation, drawings, manufacturing instructions, quality control data, and specifications was performed. A visual inspection and functional testing of the returned device was also conducted. One device was returned for evaluation. The device was returned with the handle and the basket formation in the closed position. A functional test noted the handle actuated the basket formation; however, the basket formation does not fully expand. The collet knob is tight and secure. The male luer lock adaptor (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 3 cm in length. The support sheath is bowed in appearance. The basket sheath and support sheath are still adhered. A visual examination noted a significant kink in the basket sheath 27.5 cm from the mlla. The basket wires are flattened and the loop appears to have come undone. The complaint was confirmed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and three (3) non-conformances were noted. The issues identified as non-conformances were excess glue, shrink tube, damaged and one product contacted an uncontrolled surface. All non-conforming products were scrapped. A review of complaints revealed this the only complaint that has been received against complaint lot number 7877714. Based on the provided information and the investigation evaluation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that during a ureteroscopy/laser lithotripsy, only two wires on the device would open instead of four. A new basket was opened to complete the procedure. No parts of the device remained inside of the patient's body, no additional procedures were required, and the patient did not experience any adverse effects as a result of this product problem.